Event description:
It was reported that this right ventricular (rv) lead is exhibiting a gradual rise in shock impedance from 115 ohms approximately one year ago, which is high but still within normal specification limits, to a current shock impedance of 161 ohms, which is high out of range. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that a gradual rise in shock impedance can be indicative of something physiological, like calcification around the lead coil. Ts recommended performing a maximum energy 41 joule commanded shock test to determine the actual shock impedance value with a device shock and discussed the potential for truncation of shock energy when the shock impedance is greater than 145 ohms. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.